Event description:
(B)(4). The severe pain started back in (B)(6) 2015. Since then, several times a day, it feels like I'm being stabbed in the pelvic area. Sometimes the pain starts either on the right, left, or both and shoots down to the bottom of my uterus. Most of the time, it takes my breath away for a quick few seconds. I've recently tried, in the fall of 2015, the birth control shot to see if it would help lessen the pain. Unfortunately, it did not. The device was not provided by my insurer.